Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a follow-up. Device interrogation revealed a discrepancy between automatic mode switch (ams) diagnostics and atrial high-rate (ans) episode counts. No change or intervention was reported. The patient condition was not known.